Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be within the infusion set tubing. The customer successfully primed the air bubbles out of the infusion set tubing. Tandem technical support discussed the factors that cause air bubbles. Blood glucose level was not impacted during this event.